Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said diarrhea became an issue off and on for the last few months. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 1.6v on program 3 and didn't feel stimulation. They have the ability to change programs and/or adjust stimulation so stimulation was increased to 2.1v. Prior to calling, they would go into their hcp's office to find out their ins as off or that they weren't on the right "stage." The call center then reviewed what ins on/off icons look like. The patient continued and "said times hcp told [the patient that their] ins was off the lightening bolt was in the ins icon." The call center reviewed if this was the case, the ins was not off and suggested only using the sync button from now on as the ins was on. They noted that they worked with several hcps to ensure they were operating the equipment properly and was so frustrated with not knowing how things worked that they wanted the implant out. The call center gave the patient education on how equipment works. As a result of what was reported, they were redirected to their hcp if the stimulation increase doesn't improve symptoms. The call center also noted that if the hcp thinks the issues are device related, they can turn therapy off to see if issues are resolved. No further patient complications have been reported as a result of this event. Additional information was received from the consumer on (B)(6) 2020. The patient called to report general use issues. It was noted that the patient was very escalated and all over the place on the call. The patient stated that they didn¿t think the system was working. The patient said they received a letter thanking them for contacting the manufacturer company and the patient stated that their device had been working off and on since (B)(6) 2019. The patient stated that they had it for the bladder but they said it would help the bowel also. The patient was noted to be very upset that they couldn¿t control anything. Patient services had the patient check their settings while on the phone. The patient was on program 3 at 2.6 volts and the stimulation was off. It was explained to the patient that they couldn¿t get relief with the stimulation off and the patient stated that they hadn¿t touched the device and that it was just turning off on its own. The patient stated that the health care physician (hcp) asked them ¿what kind of security devices¿ they were going through. The patient said that some at a certain facility say this device is not perfected and some say that it is good. The patient stated that they wanted the device taken out. Patient services asked the patient if they wanted hcp listings and the patient declined. While on the call, the patient was assisted and the patient went to 1.5 volts. The patient was advised to give it a couple days and see if they got symptom relief. The patient stated if it didn¿t work in a couple days that they were calling back and demanding a new programmer. The patient stated that they will try the programmer for a week and if that didn¿t work that they will throw the whole system away. On (B)(6) 2020, the patient called back and wanted to have the programmer replaced because on the last call it was stated that if turning the stimulation on didn¿t help that the patient wanted the programmer replaced. An email was sent to repair requesting they replace the programmer as the patient was getting poor communication with and without the antenna. A replacement programmer as well as an antenna was sent to the patient. On 2020-feb-04, the patient called and stated they received the replacement from repair and it was initially working fine but then the patient started getting the poor communication message. The patient also indicated that they were still having therapy concerns, getting up 4 or 5 times a night as previously communicated. Patient services reviewed how to use the new programmer with and without the antenna attached and the patient¿s family member, who was also a doctor assisted the patient. The family member doctor confirmed that the ins sited did not have any changes and that the ins appeared to be secure in the pocket. It was confirmed that the patient was using the new programmer. Patient services requested a replacement programmer and antenna from repair since there were no discernable problems with the ins site and the battery was less than a year old. The caller was to follow up with the hcp if the patient continued to see the poor communication message with the replacement programmer and the patient was advised to discuss therapy concerns and their desire to schedule with a manufacturer representative (rep). An email was sent to repair requesting a replacement programmer and antenna for troubleshooting purposes. On (B)(6) 2020 patient services follow up with repair and per repair who noted that the patient was reporting poor communication with and without the antenna when repair had just sent the patient a replacement programmer and antenna for the same complaint and repair could not duplicate the complaint as the patient¿s previous programmer had been evaluated and in good working order/it worked fine, so repair would not be sending another programmer/antenna to the patient/ no replacement was sent. Patient services called the patient and left a detailed voicemail recommending the patient follow up with their hcp. There were no further complications reported.